Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 24jul2019. Repair information was confirmed. Updates have indicated that there was no patient involvement. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue. After this repair, the unit operated correctly. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 09oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touch screen assembly. Further investigation revealed that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that touchscreen does not function. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.